Event description:
It was reported to nova biomedical that a consumer administered insulin based on receiving high readings and subsequently began to experience a hypoglycemic event. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.